Event description:
It was reported that under sensing was observed on the right ventricular (rv) lead and the high voltage (hv) lead impedance was high. The rv lead was being monitored. The patient was stable.